Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on 10-09-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was found for serial number 8wj3wy within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the transmitter failed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.